Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure performed on (B)(6) 2007.according to the complainant, during the 12 month follow-up visit, the patient presented with difficulty voiding.